Manufacturer narrative:
(B)(4). The service engineer (se) advised the customer over the phone to perform the flow sensor calibration. The customer reported that calibration and extended self-testing on the device was performed and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, the oxygen sensor in a 980 ventilator was out of range and failed calibration. The ventilator was not in use on a patient at the time the event occurred.